Manufacturer narrative:
The sealant of the 5f mynxgrip vascular closure device (vcd) was pulled out after the procedure. So, hemostasis wasn't perfect. There was no reported patient injury. Manual compression was held for ten to fifteen minutes to achieve hemostasis. An unknown 5f sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel was moderately tortuous. There was no presence of scar tissue, pvd, or calcium. A retrograde approach was made. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of the vascular sheath introducer. No other information was provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The advancer tube, sealant and the sealant sleeve were observed in its manufactured position. The procedural sheath was not returned. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. The sealant and the balloon had no exposure to blood which likely indicates the device was never inserted into a procedural sheath. (Sealant was never deployed) the condition of the returned device does not match the description of the complaint. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f2021301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The device was never inserted into a procedural sheath. Thus, the condition of the device does not match the description of the incident. Additional procedural details were requested but are unknown. The exact cause of the reported event could not be conclusively determined. According to the instructions for use, which is not intended as a mitigation of risk, remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
The sealant of the 5f mynxgrip vascular closure device (vcd) was pulled out after the procedure. So, hemostasis wasn't perfect. There was no reported patient injury. Manual compression was held for ten to fifteen minutes to achieve hemostasis. An unknown 5f sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel was moderately tortuous. There were no presence of scar tissue, pvd, or calcium. A retrograde approach was made. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of the vascular sheath introducer. The device is expected to be returned for analysis. No other information was provided.